Event description:
It was reported that a physician attempted pre-dilatation of a lesion in the left iliac artery using a fox pta catheter during a stenting procedure. Upon the third inflation of the balloon at 23 atms, it ruptured. The device was removed without difficulty. An agiltrac was then used, an xceed was placed, and post-dilatation was achhieved with a non- abbott pta balloon. No epd filter was used. There were no adverse patient effects. No further information was available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. The balloon rated burst pressure for this device is 18 atms.